Event description:
Baxter reports that there was a hole in the silicone tubing of a transfer set. There was no patient involvement, therefore, no serious injury or medical intervention associated with this incident.